Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath exhibited damage attributed to normal use to an area previously repaired. Servicing was required, and the repair was completed successfully. During the repair, it was noted that the prior repair had been worn out and a single crack in the driveline sheath was observed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection of the driveline cable revealed that the previous repair was worn out and new damage to the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues an d/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.